Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the 100% oxygen key doesn't work, due to the mode cannot be cancelled. No patient harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the cpu, digital circuit board, and the mmi circuit board. The device is back in service.